Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd¿ device interlink ext 2adopter leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the connection site between the injection site and the chemical inflow side luer was broken, and it was confirmed that a part of the male side luer of the injection site remained adhered to the chemical inflow side lure. The injection site of this product and the connecting part of the plant inflow lure are glued and fixed. In the manufacturing factory, a total leak test is carried out during the process, and when there is a crack or break in the connection part, it is determined as a defective article and discarded. With regard to this case, the possibility that an excessive load was applied during use is presumed, but it did not reach the cause identification. When connecting the interlink cannula etc, please keep the flange part of the injection site rather than the chemical inflow side lure. A review of the device history record could not be performed as a lot number was not provided for this incident.

Event description:
It was reported that a bd¿ device interlink ext 2 adopter leaked. No serious injury or medical intervention was reported.